Manufacturer narrative:
MDR 1219913-2017-00010 was filed on february 2, 2017 regarding a reactive advia centaur xp hbsagii result that did not confirm and was non-reactive upon repeat testing. February 23, 2017 - additional information: siemens performed a study with customer returned reagent packs (lot 109088) and they performed similarly to the internal (reference) reagent packs. The increase in the number of initially reactive samples and repeat reactive samples that are "not confirmed" with the hbsag confirmatory assay was not observed. The samples of concern were not provided by the account. Siemens continues to investigate.

Manufacturer narrative:
MDR 1219913-2017-00010 was filed on february 2, 2017 regarding a (B)(6) advia centaur xp hbsagii result that did not confirm and was (B)(6) upon repeat testing. MDR 1219913-2017-00010 supplemental 1 was filed february 23, 2017 with results of siemens' initial testing. May 22, 2017 - additional information: siemens could not confirm the complaint. Siemens performed internal studies regarding advia centaur hbsagii reagent kit lots ending in 88 and could identify a lot specific issue.

Manufacturer narrative:
Siemens service went on sit and performed a total service call on the instrument. All dispense and aspirations were verified and found to be performing acceptably. The ancillary probe was found to be loose. Siemens tightened the ancillary probe. Dark counts, wet water, dry and wet wash were all acceptable. R1 and r2 showed signs of leaking and the pump syringes were to be replaced. No conclusions can be drawn. Siemens continues to investigate. The limitations section of the instruction for use (IFU) states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed a (B)(6) result that did not confirm and was (B)(6) upon repeat testing. The (B)(6) result was sent to the physician. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) result.